Manufacturer narrative:
Medwatch MFR report # 2916596-2018-02576 reported the pump stoppage against the lvad. Approximate age of device ¿ 6 months (calculated from the date the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011 it was reported that lvad system produced a red heart alarm with instruction to change the system controller when switched from wall power to battery support. The patient exchanged the system controller. The patient was reported as asymptomatic. Review of the submitted log file by the manufacturer¿s technical services¿ representative revealed a low speed advisories and a pump stop prior to the system controller exchange. These events could have been associated with the alarm to change the system controller. The log file review also revealed out of sequence time stamps.

Manufacturer narrative:
Section h4: corrected information. Device evaluation: the reported event of red heart and replace controller alarms could be confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller serial number (B)(4) contained events recorded from the time stamp of day 190, 14 hours and 54 minutes to day 192, 15 hours and 20 minutes. The recorded information revealed that some of the events were out of sequence. The information captured on day 192, 14 hours and 44 minutes revealed various atypical alarm conditions including low battery hazard, low speed and replace controller alarms. The recorded actual speed decreased below low speed limit and the fixed speed decreased to the default value of 9000 rpm due to the multiple faults conditions recorded at the time. The atypical events/alarms mentioned above were accompanied by elevated power (10.0- 14.7 w) and pi (9.4-18.6) values. The remaining data (from day 192, 14 hours and 46 minutes to day 192, 15 hours and 20 minutes) revealed that the system regained the desired set speed and operated in backup mode until the driveline was disconnected. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was disassembled and the evaluation of the internal components did not reveal any issues. The internal wires in both power cables were measured and no increased resistance or any electrical shorts noted. A specific root cause for the atypical events captured in the log file was unable to be determined during the investigation of the returned system controller. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.